Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx (unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: li, j., wang, x., wang, t., lin, s., zhang, c., xie, x., ma, l., wang, c.. Endovascular treatment of anterior inferior cerebellar artery aneurysms: a single-center experience and review of 33 patients. Cerebrovascular diseases january 2024. Doi:10.1159/000536425 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the "endovascular treatment of anterior inferior cerebellar artery aneurysms: a single-center expe rience and review of 33 patients." The time frame of this study was between june 2010 and november 2022. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx deaths occurred in the study population. The cause of death was severe pneumonia (1 death). Among patient adverse events included: intra-procedural aneurysm rupture and bleeding (3 . Postoperative new neurological deficit (3 cases) . Cerebral infarction (1 case). Post-operation, the consciousness of the patient was altered, which was considered as occluded anterior inferior cerebellar artery (aica) contributing to cerebellar infarction. Follow-up MRI examination confirmed cerebellar infarction. The conditions of this patient had not significantly changed compared with the baseline condition after treatment (mrs = 2). There were 4 total cases of ischemic complications. Two patients treated with onyx had unfavorable outcomes with mrs of 3-6 at follow-up. No further information was provided pertaining to medtronic products.